Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had low impedence and the atrial lead warning had triggered. It was later reported that 6,134 low impedance measurements had occurred since the lead warning. The manufacturer's device implant database indicates the lead was capped and replaced. No patient complications were reported as a result of this event.